Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (4000 mcg/ml at 945.9 mcg/day) via an implanted pump. On (B)(6) 2020 it was reported that the patient was in for a pump refill on (B)(6) 2020. At the refill, the pump, which was normally filled with 4000 mcg/ml baclofen, was actually filled with 2000 mcg/ml baclofen. The concentration change was not programmed, and no bridge bolus was performed. It was calculated that the pump would have started delivering 472 mcg/day 1.8 days after the refill ((B)(6) 2020), so the patient was getting 472 mcg/day versus the intended and programmed 945.9 mcg/day. Per the reporter, the patient was not symptomatic at the time of the call and they were planning to fill the pump with 4000 mcg/ml drug again today. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID a810, serial# unknown. Product type software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 from a healthcare professional (hcp) via a company representative who reported that the patient had no symptoms related to the event. It was also indicated that the hcp had no additional information to provide regarding the event. No further complications were reported/anticipated.